Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the heart block is likely related to the mechanism described above. In addition, the patient¿s advanced age (89) and underlying chronic a-fib may have put the patient at higher risk for the development of complete heart block during this procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented. Method: (B)(4): no testing methods performed . Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
Three days post operative, patient developed pauses on EKG, several greater than 3 seconds and one 4.3 second pauses. The patient received a single-chamber pacemaker. As per electrophysiology service, it was felt that the patient would require a single chamber pacemaker insertion given the extremely symptomatic nonreversible av node dysfunction. The patient's baseline rhythm was a-fib and post-valve deployment the patient was in a slow junctional-bigeminy. The patient was paced at 60bpm for several minutes to recover and returned to baseline afib. Patient received a ppm. Review of medical records (operative report) revealed that during procedure, the patient had some brady-arrhythmias and a temporary pacemaker was used to maintain a heartbeat; however, the patient's rhythm returned.